Event description:
It was reported that while sealing gastric vessels and dissection of the stomach during a da vinci rectocele repair surgical procedure, the jaw of the harmonic curved shears (hcs) insert accessory used in conjunction with the harmonic curved shears instrument, became unhinged and fell into the pt after approx 2 hours of use. The broken piece was retrieved and the surgical procedure continued with a replacement hcs insert. After approx 2 hours of use, the second hcs insert broken off and fell into the pt. The second broken piece was retrieved and the surgical procedure continued with a third replacement hcs insert. A third hcs insert broke off and fell into the pt. The broken piece was retrieved and the planned surgical procedure was completed with a replacement hcs insert. Procedure was successfully completed and was not significantly lenghtened due to incident. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument accessory was returned and evaluated. Per the customer reported complaint, engineering found the clamp arm missing from the curved shears insert. Both sides of the attachment features on the shaft are bent and deformed. Based on the features of the damage, engineering concluded that the instrument clamp arm was hyperextended while open or that a twisting action was attempted with the arm closed. The hinge joint could not withstand the loading and failed, causing clamp arm to detach. Per the case notes, the missing accessory component that fell inside of a pt during a surgical procedure, was retrieved. The following medwatch reports listed below were also sent to the FDA as they relate to this event. MFR report #2955842-2008-00066 and MFR report #2955842-2008-00068.